Event description:
It was reported that customer was hospitalized due to dka. Customer's spouse stated that pump was not working properly. Ran bolus of 3.0 the pump did not deliver nor was clicking. Pump would be replaced.